Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues prior to this reported event.

Event description:
It was reported that during a produce demonstration in operating room, two rainbow sensors gave inaccurate sphb readings on two pts including the demonstrator. Sphb readings were about 3 g/dhl lower than the readings obtained with a dci sc 200 sensor. The reading from dci sc 200 sensor were considered accurate as they correlated with an abg. The time difference between the sphb measurement and blood draw was <10 min. The reporter tested the sensors again the same day with different instruments, but the readings were always about 3-4 points different compared to the dci sc 200. No consequences or impact to pt.